Event description:
It was reported that a patient complained of glare & halos with an intraocular lens (iol). There was no issue regarding the patient¿s (va) visual acuity (1.0 for distance), but daily activities were affected specially at nighttime. An explant was performed, and a mono-focal lens was used as the replacement lens. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. Vision pre-operative: far: 0.6 near: (decimal). Vision post-operative: far: 1.0 near: no further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 and (B)(6) 2022. Establishment name: (B)(6) clinic. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.